Manufacturer narrative:
This follow-up report is being filed to relay product identification and correct initial procedure date, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-02302 & 05274 / 05276).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a mass and fluid were noted. The mass on the posterior area of the hip measured 3.2 x 2.9 x 2.3 cm. The fluid collection measured 2.8 x 2.6 x 1.2 cm. These findings were found due to follow up testing. No further information has been provided at this time.

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a mass and fluid were noted. The mass on the posterior area of the hip measured 3.2 x 2.9 x 2.3 cm. The fluid collection measured 2.8 x 2.6 x 1.2 cm. These findings were found due to follow up testing. No further information has been provided at this time.